Event description:
It was reported via repair work order that the power cord was frayed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the power cord was frayed with exposed electric wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined that the power cord was frayed with exposed electric wires.